Manufacturer narrative:
UDI: (B)(4). Correction : on 14 jul 2016, physician clarified the complaint description and he informed that it was not a telemetry issue but a connection issue. At the implant day, the physician found some difficulties to connect the lead and in the same day a high threshold and failure of capture was detected, so finally the device was explanted and replaced the same day.

Event description:
Reportedly, during an implantation procedure (pacemaker replacement), no electric signal was transmitted when connecting. It was reported also that it was possible to establish communication. It was decided to implant another device. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, during an implantation procedure (pacemaker replacement), no electric signal was transmitted when connecting. It was reported also that it was possible to establish communication. It was decided to implant another device. The subject pacemaker will be returned for analysis.

Manufacturer narrative:
.

Event description:
Reportedly, during an implantation procedure (pacemaker replacement), no electric signal was transmitted when connecting. It was reported also that it was possible to establish communication. It was decided to implant another device. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, during an implantation procedure (pacemaker replacement), no electric signal was transmitted when connecting. It was reported also that it was possible to establish communication. It was decided to implant another device. The subject pacemaker will be returned for analysis.